Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia repair on (B)(6) 2019 and the mesh was implanted. It was reported that during operation, it was necessary to operate the clip positioning lever several times. The clip was not tight and the escaped clips did not have the strength to stick to the net or to the tissue. Surgery was delayed by 20 minutes. Another like device was used to complete the procedure successfully. There were no fragments generated. There were no patient consequences reported.